Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor/premature delivery'), pregnancy with contraceptive device ('pregnancy (without complication)') and amniotic cavity infection ('acute chorioamnionitis') in a (B)(6) year-old female patient who had essure (batch no. 740666, 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 2 ((B)(6) 2009), bladder repair and cesarean section. Concurrent conditions included tubal ligation, bartholin's cyst, shingles, threatened abortion, pain in joint, nausea, shoulder pain, back pain, ovarian cyst, incompetence of cervix, tobacco abuse, abdominal pain, vasculitis, funisitis and edema. Concomitant products included (B)(6) since (B)(6) 2008 and ceftriaxone sodium since (B)(6) 2008 for (B)(6) as well as nsaids, paracetamol (acetaminophen) and (B)(6) since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pain"), 6 days after insertion of essure. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Events per mr: breech presentation at (B)(6) and acute chorioamnionitis. And amniotic cavity infection (seriousness criterion medically significant). The patient was treated with surgery (c-section). Essure treatment was not changed. At the time of the report, the premature labour, pregnancy with contraceptive device, breech presentation, amniotic cavity infection, depression, anxiety and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered amniotic cavity infection, anxiety, breech presentation, depression, pelvic pain, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: discrepancy information reported in plaintiff fact sheet and medical record: pfs: plaintiff had live birth without complication. Mr: plaintiff had complications such as pre-term labor, breech presentation at (B)(6) weeks and premature delivery. As per surgical pathology report: clinical diagnosis: preterm delivery via repeat c-section at (B)(6) weeks gestation, rule out abruption, rule out accreta. Diagnosis: second trimester placenta with: three-vessel umbilical cord with acute vasculitis of umbilical vessels, acute funisitis and mild increased coiling. Acute chorioamnionitis, severe. Acute chorionic vasculitis. Patchy accelerated villous maturation. Villous edema. Nucleated red blood cells in the fetal circulation. Scattered basal plate myofibers identified on smooth muscle actin immunohistochemical stains. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: single live intrauterine pregnancy with mean crown-rump length corresponding to an estimated gestation age of 7 weeks 0 days +/- 4 days. Fetal heart rate at 133 beats per minute. Left ovarian cyst. Probable right corpus luteum cyst.; on (B)(6) 2013: single live intrauterine pregnancy with mean crown-rump length corresponding to an estimated gestation age of 7 weeks 0 days +/- 4 days. Left ovarian cyst. Fetal heart rate at 133 beats per minute. Left. Ovarian cyst. Probable right corpus luteum cyst.; on (B)(6) 2014: patient found to have dilated internal os approx 1 cm and external os 5 mm with short cervical length. Concerning the injuries reported in this case, the following one/ones were reported via mr: acute chorioamnionitis,pre-term labor/premature delivery,breech presentation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs:pregnancy (without complication), pre-term labor/premature delivery, depression, mental anguish, pain and essure confirmation test not done. Events per mr: breech presentation at (B)(6) weeks and acute chorioamnionitis. Medical history, concurrent condition, concomitant medication, laboratory data and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor/premature delivery'), pregnancy with contraceptive device ('pregnancy (without complication)') and amniotic cavity infection ('acute chorioramnionitis') in a 27-year-old female patient who had essure (batch no. 740666, 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 2 (14jan2009), bladder repair and cesarean section. Concurrent conditions included tubal ligation, bartholin's cyst, shingles, threatened abortion, pain in joint, nausea, shoulder pain, back pain, ovarian cyst, incompetence of cervix, tobacco abuse, abdominal pain, vasculitis, funisitis and edema. Concomitant products included azithromycin since 3-aug-2008 and ceftriaxone sodium since 3-aug-2008 for chlamydial infection as well as nsaids, paracetamol (acetaminophen) and valaciclovir (valacyclovir) since 12-jun-2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pain"), 6 days after insertion of essure. In october 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required), breech presentation ("breech presentation at 23 1/7 weeks") and amniotic cavity infection (seriousness criterion medically significant). The patient was treated with surgery (c-section). Essure treatment was not changed. At the time of the report, the premature labour, pregnancy with contraceptive device, breech presentation, amniotic cavity infection, depression, anxiety and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered amniotic cavity infection, anxiety, breech presentation, depression, pelvic pain, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: discrepancy information reported in plaintiff fact sheet and medical record:- pfs:plaintiff had live birth without complication. Mr:plaintiff had complications such as pre-term labor, breech presentation at 23 1/7 weeks and premature delivery. As per surgical pathology report: clinical diagnosis: preterm delivery via repeat c-section at 23 weeks gestation, rule out abruption, rule out accreta diagnosis: second trimester placenta with: three-vessel umbilical cord with acute vasculitis of umbilical vessels, acute funisitis and mild increased coiling. Acute chorioramnionitis, severe. Acute chorionic vasculitis. Patchy accelerated villous maturation. Villous edema. Nucleated red blood cells in the fetal circulation. Scattered basal plate myofibers identified on smooth muscle actin immunohistochemical stains. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: single live intrauterine pregnancy with mean crown-rump length corresponding to an estimated gestation age of 7 weeks 0 days +/- 4 days. Fetal heart rate at 133 beats per minute. Left ovarian cyst. Probable right corpus luteum cyst.; on 12-oct-2013: single live intrauterine pregnancy with mean crown-rump length corresponding to an estimated gestation age of 7 weeks 0 days +/- 4 days. Left ovarian cyst. Fetal heart rate at 133 beats per minute. Left ovarian cyst. Probable right corpus luteum cyst.; on 20-jan-2014: patient found to have dilated internal os approx 1 cm and external os 5 mm with short cervical length. Concerning the injuries reported in this case, the following one/ones were reported via mr:'acute chorioramnionitis,pre-term labor/premature delivery,breech presentation. Lot number:683283 manufacture date: 2009-10 expiration date: 2012-10. Lot number:740666 manufacture date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor/premature delivery') and pregnancy with contraceptive device ('pregnancy (without complication)/pregnancy (with complications),') in a 27-year-old female patient who had essure (batch no. 740666, 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 2 ((B)(6) 2009), bladder repair and cesarean section. Concurrent conditions included tubal ligation, bartholin's cyst, shingles, threatened abortion, pain in joint, nausea, shoulder pain, back pain, ovarian cyst, incompetence of cervix, tobacco abuse, abdominal pain, vasculitis, funisitis and edema. Concomitant products included azithromycin since (B)(6) 2008 and ceftriaxone sodium since (B)(6) 2008 for chlamydial infection as well as docusate sodium (colace), minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen), progesterone and valaciclovir (valacyclovir) since 12-jun-2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pain"), 6 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal),"), dysmenorrhoea ("dysmenorrhea (cramping),") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required), breech presentation ("breech presentation at 23 1/7 weeks") and amniotic cavity infection ("acute chorioramnionitis"). The patient was treated with surgery (c-section). Essure treatment was not changed. At the time of the report, the premature labour, pregnancy with contraceptive device, breech presentation, amniotic cavity infection, depression, anxiety, pelvic pain, vaginal haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered amniotic cavity infection, anxiety, breech presentation, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature labour and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy information reported in plaintiff fact sheet and medical record:- pfs:plaintiff had live birth without complication. Mr:plaintiff had complications such as pre-term labor, breech presentation at 23 1/7 weeks and premature delivery. As per surgical pathology report: clinical diagnosis: preterm delivery via repeat c-section at 23 weeks gestation, rule out abruption, rule out accreta diagnosis: second trimester placenta with: three-vessel umbilical cord with acute vasculitis of umbilical vessels, acute funisitis and mild increased coiling. Acute chorioramnionitis, severe, acute chorionic vasculitis, patchy accelerated villous maturation, villous edema, nucleated red blood cells in the fetal circulation, scattered basal plate myofibers identified on smooth muscle actin, immunohistochemical stains. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: single live intrauterine pregnancy with mean crown-rump length corresponding to an estimated gestation age of 7 weeks 0 days +/- 4 days. Fetal heart rate at 133 beats per minute. Left ovarian cyst. Probable right corpus luteum cyst.; on (B)(6) 2013: single live intrauterine pregnancy with mean crown-rump length corresponding to an estimated gestation age of 7 weeks 0 days +/- 4 days. Left ovarian cyst. Fetal heart rate at 133 beats per minute. Left ovarian cyst. Probable right corpus luteum cyst.; on 20-jan-2014: patient found to have dilated internal os approx 1 cm and external os 5 mm with short cervical length. Concerning the injuries reported in this case, the following one/ones were reported via mr:'acute chorioramnionitis,pre-term labor/premature delivery,breech presentation. Lot number:683283 manufacture date: 2009-10 expiration date: 2012-10 . Lot number:740666 manufacture date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : new events abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), dysmenorrhea (cramping) were added. Concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.